Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best our knowledge.

Event description:
It was reported tha the customer had a motor error alarm on the insulin pump a few weeks ago. Customer also stated that her blood glucose levels have been running high. Customer was advised that a false motor error alarm may be caused by viewing her sensor glucose graph while the pump is delivering a bolus. Customer was disconnected before any further questions could be asked. No additional information provided.